Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that during a roux-en-y procedure, the device's blade tip broke off outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.